Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 600- 1100 mg/dl and ketones that were identified as dangerous by a health care professional; cause was unknown. Customer was treated with intravenous fluids of saline, insulin, magnesium, and potassium. At the time of the report to tandem technical support the customer was still admitted to the ICU. A full system check was completed, and no pump issues were identified. Recommendation was made to consult with a healthcare provider regarding diabetes management.